Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that this ambulatory infusion pump intermittently exhibited a "no disposable, pump won't run" alarm during use by the patient. Troubleshooting was unable to resolve the issue. No adverse patient effects were reported.